Event description:
The reperfusion catheter 041 was advanced to the site of occlusion. During aspiration and manipulation, it became evident that the reperfusion catheter 041 was in the subarachnoid space. The reperfusion catheter 041 was left in this position for some time while the physicians decided the best course of action. Ultimately, the reperfusion catheter 041 was removed. The patient ultimately expired. The doctor said that he was uncertain if the patient died from the massive infarction resulting from the cerebral occlusion or if the complication contributed to the patient death.

Manufacturer narrative:
Method code: the device was discarded by the hospital, and will not be returned for evaluation. Conclusion code: the instructions for use include death as a potential adverse event. It was not clear if the patient complication was related to the device.